Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a linear crack was observed after the insertion of iol was in to the patients eye. The surgeon removed the iol a replaced during the initial procedure. Additional information has been received and stated that the lens had a crack in it, not evident until implantation. No patient harm was reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only a portion of the optic was returned for evaluation in the lens case. Solution was dried on the returned optic portion. The optic was cut and has multiple small cracks protruding from the cut damaged area. The observed damage is typical of insertion and removal. The file indicated the use of a qualified cartridge and handpiece. The file indicated the use of three viscoelastics. Two are qualified for the lens/cartridge combination used. The other viscoelastic is not qualified for the lens/cartridge combination used. The root cause for the reported complaint appears to be related to failure to follow the IFU (instructions for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).